Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's charger was not coupling with the ipg and the physician will be making the pocket more shallow. It was also reported that patient previously had the ipg relocated due to discomfort (MFR report #: 3006630150-2017-02282). The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.